Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely decreased total bilirubin results on one pediatric patient. The results provided were: on (B)(6) 2018 sid (B)(6) initial = 9mg/dl / repeat = 14mg/dl. The patient was redrawn and the t. Bili result = 16mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
Abbott field service was requested and performed troubleshooting and maintenance including, but not limited to: rebuild of syringes per quarterly maintenance, calibrating pipettor probes, aligned and cleaned wash cups, manually cleaned cuvettes, cleaned the low concentration waste manifold, corrected configuration of placement of the alk and acid wash bulk solution bottles, and corrected the configuration of tubing crossed between the 1 ml syringes and wash solution syringe assembly. A review of the architect c4000, serial number (sn) (B)(4), service history shows an additional lipase flier was observed on (B)(6) 2019, but a field service investigation on site found no additional problem with the instrument. A 12-month review of trending and complaint data for the c4000 platform did not identify any trends or product issues related to erratic or discrepant results. The architect system operations manual and c4000 service and support manual provides adequate information regarding patient result flagging, sample handling, maintenance, component replacement, limitations of result interpretation, and troubleshooting of the reported issue. Based on the investigation no product deficiency was identified for architect c4000, sn (B)(4).